Event description:
A malfunction was reported with the code malf 12, but there were no notable events before the issue. There was no adverse impact on the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to contact support if the issue reappears.